Event description:
Pt implanted in upper and lower vermilion borders in 1999. Onset of implant extrusion, infection, burning skin malaise 04/1999. On 04/12/1999 pt treated with keflex, valtrex, zovirax ointment and implant revised. Implant explanted in 1999. Pt treated with valtrex 04/15/1999. Pt treated with antibiotics, date unknown.